Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29- aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device stopped responding due to a bluetooth driver settings issue. A technical support specialist disabled the bluetooth driver settings and checked on all devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding in the middle of a code blue. The customer stated that there was no harm or delay to patient care, and they obtained the required medications from another device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device stopped responding due to a bluetooth driver settings issue. A technical support specialist disabled the bluetooth driver settings and checked on all devices. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding in the middle of a code blue. The customer stated that there was no harm or delay to patient care, and they obtained the required medications from another device. There were no adverse events or injuries reported based on this event.